Event description:
During an acf procedure, surgeon harvested bone graft from the iliac crest and placed the norian. Patient developed an infection at the bone graft site and the norian product was removed.